Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was scheduled to undergo a pocket revision procedure, because the pocket was too shallow. During the procedure, the physician made the pocket deeper. The pt is reportedly doing well following the procedure.